Manufacturer narrative:
.

Event description:
A patient in (B)(6) was undergoing a dialysis treatment which included a tipstop. Patient had an anaphylactic reaction after hemodialysis. No other patient information is available. The used tipstop was discarded after the event and no further technical investigation can be performed. Patient was not hospitalized.